Event description:
It was reported by the patient that they had to have a lead replaced for an unknown reason. Follow up with the clinic determined the lead had an apparent fracture. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.